Event description:
Ivt bedside to restart piv., 22g placed left posterior mid forearm, access easily obtained and insertion smooth. When flushing / checking for blood return, it was found that the IV was leaking from a crack in the blue hub of new peripheral. Due to defect, IV was removed and another new piv was placed. Produce info: smiths medical jelco - 22gx1" protectiv plus (B)(4), lot 3788888, exp: 04/08/2022, (B)(6). Needle was disposed of in sharps prior to detecting crack in hub. Catheter hub retained and placed in ivt clinician office.